Event description:
The pt reported on (B)(6) 2013 at 7:17 pm he activated a new pod and his blood glucose and insulin history is as follows:he felt sick for most of the day. At 8:31 pm the pod was deactivated and discarded. He went to the hospital and upon arrival he was admitted for diabetic ketoacidosis. He did not provide any further info regarding the hospitalization or his treatment.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. No product lot number was reported; therefore, a qualification records were reviewed.